Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also, refer to section e1 (facility address correction to e1 of the initial MDR submitted)- corrected from olympus address to (B)(6) with the correct address. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the unit had no image due to a faulty ccd. Based on the results of the investigation, it is likely the following led to the malfunction: the device had no image due to a faulty ccd (charge coupled device). A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not able to show any image. The issue was found during reprocessing. There was no patient involvement.

Event description:
It was reported, that the subject device was not able to show any image. The issue was found, during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.